Manufacturer narrative:
Device manufacture date is unknown. UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective, the motor electrical was faulty, the trigger was blocked jammed, and moving heavily, and the motor had a winding interruption on the small battery drive device. It was further determined that the device failed pretest for check power with the test bench, check the triggers and electronic control unit function, check switching function, oscillation angle and check the off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.